Event description:
Boston scientific crm received information that this patients right ventricular (rv) lead had a lead safety switch occur for low impedances and high thresholds. As a result this device declared elective replacement time (ert) sooner than expected. During the explant, the lead's terminal pin became stuck in the device header and could not be removed. Both of the chronic leads were abandoned and a new device was successfully implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory (pmqa), it was noted that all of the setscrews were able to move freely throughout their range of motion. It was decided to remove the indifferent electrode to facilitate the removal of the stuck atrial tip. Following extraction of the lead tip stuck in the atrial port deformation of the ring consistent with over tightening was observed. The level of deformation observed indicates the use of a non-boston scientific non-torque wrench. This device does not contain integrated silicone seal rings. Silicone to silicone bonding does not appear to have been an issue with this device. While undergoing analysis in the pmqa the device underwent automated testing designed to verify the ability of the device to provide therapy. The atrial lead tip was not able to be extracted from the port as the result of ring deformation which resulted from over tightening of the atrial ring set screw. This damage was determined to be procedurally induced.